Manufacturer narrative:
Investigation: a complete used set was received for investigation. Two units of blood were attached to the replacement line. One unit was completely empty and the other unit was full. This confirms the customer's statement that one unit was exchanged when the alarm occurred. The set was visually inspected for missing parts, mis-assemblies, kinks and occlusions and none were noted. The inlet coil, inlet line trap, return reservoir, channel and the blood contents in the remove bag were inspected and found to be free of clots and clumps. The overall system appeared to be well anti-coagulated. A terumo bct service technician examined the machine at the customer site. He investigated and checked the full function of the upper and lower level sensors - the sensors were reading properly for fluid and air, occlusion tests passed, and a saline run was completed successfully. The reported problem could not be duplicated. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a red blood cell exchange (rbcx) procedure, she received fluid balance alarms that caused her to end the procedure. The customer stated that they had done a custom blood prime because the patient's hematocrit (hct) was 13%. They had been running the procedure for about 30 minutes and had already replaced one bag of rbcs when they got a 'replacement fluid not detected' alarm. They got fluid balance alarms a couple of times and were able to continue, then on the last fluid balance alarm, their only choice was to disconnect. They didn't see any obstructions in the plasma or replacement lines. They obtained a new hct of 14.5% and started and successfully completed the procedure on a new machine. The patient was doing fine following the new procedure. The customer declined to provide the patient identifier and weight. This report is being filed due to insufficient information at this time to determine if a malfunction with the potential for injury occurred.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. The multiple fluid balance alarms throughout the procedure were an indication that the reservoir was not filling with as much fluid as the system expected. As displayed on the alarm screens, some possible causes for this issue are that the remove, replace, or plasma lines could have been obstructed. Root cause: some signals in the run data file indicate that it could be possible that the plasmaline was occluded which would have contributed to the multiple fluid balance alarms during the procedure.